Event description:
The patient felt stimulation in her left leg rather than vaginal area. She underwent surgery to check the position of the lead. Following the surgery, the patient felt stimulation in the vagina but did not have the therapeutic effect; she had to change her clothes twice. About two days later, the patient felt the stimulation near her buttocks. The outcome is unknown. Further information is being requested from the hcp.